Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain in right side") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient who had essure (batch no: 919013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes/device ineffective" in december 2011 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 4 (dates of live births: on (B)(6) 2005, on (B)(6) 2010, on (B)(6) 2011, on (B)(6) 2013), cholecystectomy and pain. Previously administered products included for prevent pregnancy: iud from 2005 to june 2009. Concurrent conditions included obesity. Concomitant products included ranitidine hydrochloride (zantac) since 2018. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), rash ("skin rashes / recurrent leg rash") and menorrhagia ("abnormal bleeding (menorrhagia)"). In december 2011, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)/right side (stabbing during menstrual cycle)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("multiple urinary tract infections") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In january 2012, the patient experienced migraine ("migraine headaches/migraines") and headache ("headaches"). In may 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), libido decreased ("libido diminished"), menstruation irregular ("irregular menstrual cycles") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (patient underwent a procedure to remove the implant on (B)(6) 2017 /coil on right side was removed, and tubal ligation). At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device, dyspareunia, abdominal pain, back pain, rash, fatigue, libido decreased, vaginal discharge, weight increased, menstruation irregular and arthralgia outcome was unknown, the migraine and urinary tract infection was resolving and the headache had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2017: coil on right side was removed, coil on left side remains. Tubal ligation done on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Events outcome updated for "pelvic pain/pain in right side, multiple urinary tract infections and migraines headaches". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain in right side") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient (gravida 4, para 3) who had essure (batch no. 919013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" in (B)(6) 2011 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 4 (dates of live births: (B)(6) 2005, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013), cholecystectomy and pain. Previously administered products included for prevent pregnancy: iud from 2005 to (B)(6) 2009. Concurrent conditions included obesity. Concomitant products included ranitidine hydrochloride (zantac) since 2018. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), rash ("skin rashes") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)/right side (stabbing during menstrual cycle)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("multiple urinary tract infections") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("severe back pain"), fatigue ("fatigue"), headache ("headaches"), libido decreased ("libido diminished"), weight increased ("weight gain"), menstruation irregular ("irregular menstrual cycles") and arthralgia ("hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (patient underwent a procedure to remove the implant) and surgery (tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia, abdominal pain, back pain, rash, urinary tract infection, fatigue, libido decreased, vaginal discharge, weight increased, menstruation irregular and arthralgia outcome was unknown, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the migraine and headache had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient (gravida 4, para 3) who had essure (batch no. 919013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" in (B)(6) 2011 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 4 (dates of live births:(B)(6) 2005, (B)(6) 2010, (B)(6) t2011, (B)(6) 2013), cholecystectomy and pain. Previously administered products included for prevent pregnancy: iud from 2005 to june 2009. Concurrent conditions included obesity. Concomitant products included ranitidine hydrochloride (zantac) since 2018. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), rash ("skin rashes") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)/right side (stabbing during menstrual cycle)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("multiple urinary tract infections") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("severe back pain"), fatigue ("fatigue"), headache ("headaches"), libido decreased ("libido diminished"), weight increased ("weight gain"), menstruation irregular ("irregular menstrual cycles"), arthralgia ("hip pain") and pain ("pain in right side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (patient underwent a procedure to remove the implant) and surgery (tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia, abdominal pain, back pain, rash, urinary tract infection, fatigue, libido decreased, vaginal discharge, weight increased, menstruation irregular and arthralgia outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and pain had resolved and the migraine and headache had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received, concomitant medication ,event date,outcomes and event pain in right side were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient (gravida 4, para 3) who had essure (batch no. 919013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "failure to occlude fallopian tubes". The patient's past medical history included parity 4 (dates of live births: 05oct2005, 18mar2010, 28oct2011, 18feb2013), cholecystectomy and pain nos. Previously administered products included for prevent pregnancy: iud from 2005 to june 2009. Concurrent conditions included female sterilization. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In december 2011, the patient experienced urinary tract infection ("multiple urinary tract infections") and vaginal discharge ("vaginal discharge"). On 22-dec-2011, the patient had essure inserted. In may 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)/right side (stabbing during menstrual cycle)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("severe back pain"), rash ("skin rashes"), fatigue ("fatigue"), headache ("headaches"), libido decreased ("libido diminished"), weight increased ("weight gain"), menstruation irregular ("irregular menstrual cycles") and arthralgia ("hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (patient underwent a procedure to remove the implant) and surgery (tubal ligation). Essure was removed on 14-feb-2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia, abdominal pain, migraine, back pain, rash, urinary tract infection, fatigue, headache, libido decreased, vaginal discharge, weight increased, menstruation irregular and arthralgia outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: reporter information was added. This case concerns 29 year old patient. Her historical medication/condition and concurrent condition were added. Essure indication was amended. Essure lot number was added. Essure insertion date was updated. Following events: pregnancy (no complications), abnormal bleeding (menorrhagia), failure to occlude fallopian tubes, fatigue, headaches, libido diminished, vaginal discharge, weight gain, irregular menstrual cycles, hip pain and she did not undergo essure confirmation test were added. She had recovered form abnormal bleeding (vaginal/menorrhagia), pain in right side (dysmenorrhoea). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain in right side') in a 29-year-old female patient who had essure (batch no. 919013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes/device ineffective" in (B)(6) 2011 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 4 (dates of live births: (B)(6) 2005, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013, cholecystectomy, pain, gravida, uterine cramps, coccyx pain, rectal bleeding, diarrhea, cholelithiasis, tonsillectomy, biliary colic and lymph node disorder. Previously administered products included for prevent pregnancy: iud from 2005 to (B)(6) 2009. Concurrent conditions included obesity. Concomitant products included ranitidine hydrochloride (zantac) since 2018. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), rash ("skin rashes / recurrent leg rash") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping) right side stabbing during menstrual cycle), dyspareunia ("dyspareunia painful sexual intercourse"), urinary tract infection ("multiple urinary tract infections"), libido decreased ("libido diminished") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraine headaches/migraines") and headache ("headaches"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy no complications"). In 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe back pain"), menstruation irregular ("irregular menstrual cycles"), arthralgia ("hip pain") and inflammation ("chronic inflammation"). The patient was treated with ibuprofen and surgery (salpingectomy performed removing right fallopian tube and coil) and tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device, dyspareunia, abdominal pain, back pain, rash, fatigue, libido decreased, vaginal discharge, weight increased, menstruation irregular, arthralgia and inflammation outcome was unknown, the migraine and urinary tract infection was resolving and the headache had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, inflammation, libido decreased, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2017: coil on right side was removed, coil on left side remains. Tubal ligation done on (B)(6) 2017. It was reported that (B)(6) 2013 essure inserted (as reported in medical record)-discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: event added- inflammation. On 20-feb-2020: no new information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches"), back pain ("severe back pain"), rash ("skin rashes") and urinary tract infection ("multiple urinary tract infections"). The patient was treated with surgery (underwent a procedure to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, back pain, rash and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.